Event description:
It was reported that shaft break occurred. The target lesion was located in the mid left anterior descending artery. While a 3.0mm x 15mm quantum maverick balloon catheter was inside the patient, it was noted that the proximal and middle part of the shaft was kinked and fractured. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
A2 - age at time of event: 18 years or older the returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a complete separation at 54.9cm distal of the strain relief. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that shaft break occurred. The target lesion was located in the mid left anterior descending artery. While a 3.0mm x 15mm quantum maverick balloon catheter was inside the patient, it was noted that the proximal and middle part of the shaft was kinked and fractured. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.